Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. One viscous fluid control (vfc) tubing set attached with the 23ga (gauge) cannula was returned and visually inspected. The sample was turbid and the gray tip plunger was located at the bottom of the syringe barrel in returned condition. The tip of the 23ga cannula was broken off and surgical residue was found inside the tubing, the other components were not returned with the sample. The console could recognize the vfc by illuminating green on the light emitting diode (led) ring. The vfc sample was filled with silicone oil per directions for use (dfu); in injection mode the plunger moved freely and met specifications. The gray tip plunger was intact. Extraction mode was then selected and the vfc could aspirate silicone oil into the barrel of the syringe. No silicone oil went into the tubing during extraction test and no anomalies were observed during this step. The customer should be reminded follow the directions for use (dfu), which includes detailed information and illustrations to aid during setup. The root cause of the customer's complaint could not be established since the returned sample met specifications. Based on the analysis of the returned sample, no contributing factors could be identified that could cause the reported complaint. After the investigation of this complaint, it has been determined that this sample met specifications. Therefore, no action will be taken at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during removal of the silicon oil from a patient's eye, silicon oil entered the line beyond the rubber stopper while, performing a vitrectomy procedure. The procedure was completed by using a back-up equipment. There was no effect on the patient.